Event description:
It was reported by the patient's attorney as a result of a legal claim that allegedly on (B)(6) 2015 the patient underwent a right total knee arthroplasty using simplex hv bone cement with gentamicin. It is further alleged that on (B)(6) 2019 he had to undergo a revision surgery due to loose tibia and marked instability. No more information have been provided.